Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo device. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator service required code was found in the device's error log relating to a pressure sensor mismatch. The service technician states that the machine flow sensor needs to be replaced to resolve the issue. Additionally, it is noted that the in line filter prox and machine flow sensor are clogged with white dust. The fio2 tubing needs to be replaced. The unit passed final testing. No further investigation is required.